Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the inner package was damaged during initial procedure. No known adverse event was reported.

Manufacturer narrative:
H10: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device and provided pictured shows that both the inner and outer sterile cavities are cracked vertically at a corner; sterility has been compromised. The outer packaging exhibits signs of wear that does not match the damage to the sterile cavities. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause is attributed to transit damage. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.